Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0ebr4, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The loss of relief reportedly coincided with fall in the bathroom 5 weeks prior. The loss of relief was also indicated to have occurred two months prior, in addition to 3-4 weeks prior. It was unclear when the loss of effect occurred exactly. The patient did not feel stimulation at 0.8v on program 2. Stimulation was felt at 1.0v and the stimulation site had not changed. The patient thought ¿perhaps¿ therapy might have been affected by their use of lexapro for their fibromyalgia or their blood thinner medication. Additional information has been requested, a follow up report will be sent it additional information is received.

Event description:
Additional information received indicated that the first three months the patient had the device, everything was perfect. After that, the patient¿s symptoms returned ¿suddenly.¿ a fall on (B)(6) 2014 was noted. Stimulation had been increased twice and on the day of this report, the patient walked into the house and urine ran down their leg. The patient did not have control of their urine at all. During the call, the patient switched from program 2 at 1.3v to program 3. Stimulation was increased to 1.2v and they were feeling it in the ¿butt¿ area, not down where they had been feeling it. The patient was feeling stimulation in the bicycle seat area and was told they should feel stimulation by their vulva. No outcome was provided with this event. A follow up report will be sent if additional information is received.